Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : to be serviced by 3rd party.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device had a blue lcd touchscreen. In this state, the device would be inoperative. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was further evaluated by the authorized service provider (asp) where the reported issue of a blue lcd touchscreen was confirmed. The asp determined that the lcd cable required replacement. The device was then forwarded to ventec for repair. The device was evaluated by ventec and the lcd cable was replaced to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd cable.